Manufacturer narrative:
Patient developed weakness in its mentalis nerve following a treatment on neck region. Treatment parameters were within clinical guidelines. This incident is reportable because the patient sought medical intervention. Cynosure evaluated the device and was working correctly as intended.

Event description:
Patient developed a weak mentalis nerve following a laser treatment, so it received medical intervention.